Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic with symptoms of not feeling well. Upon interrogation, high, out of range, high voltage capture threshold issue was observed on the rv lead. The patient¿s heart rate was 30-35 beats per minute. Programing changes were made which provided capture. Lead was explanted and during lead explant lead helix retraction issue was observed. A new lead was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.